Manufacturer narrative:
Concomitant medical products: product ID: a710, serial# unknown, product type: software, product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a spinal cord stimulation (scs) trial patient. It was reported that the patient experienced a lack of relief. The rep met with the patient today and discovered that the lead had moved significantly. The rep tried to reprogram as a result of the lack of relief and confirmed the moved lead. The rep was unable to conduct additional programming due to the tablet failure. The rep stated that the tablet would not communicate with the wireless external neurostimulator (wens) upon multiple attempts. The rep tried removing the batteries from the ¿pc¿ to disconnect pc pairing with the wens prior to the call. They stated that the results were unsuccessful. The rep powered down the entire tablet. They stated that the tablet would not power back on after several attempts. The rep confirmed that the tablet was at 91% prior to shutting it down. The caller had difficulty removing the protective case of the tablet. The rep had a nurse come in with an additional tablet and they tried to connect to the wens, but it was unable. The caller stated they removed the batteries from the wens and reinserted them. The rep stated that when they reinserted the batteries, the green light was flashing. The rep pressed the wens button down and they were able to connect the wens to the nurse¿s tablet. The rep stated that their tablet continued to not turn on. They stated they would call back tomorrow to try mobility. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional info was received from the manufacture representative (rep) indicating that the tablet was up to date so whatever version they were supposed to be running was being used (version 1.2.5697). There were no further complications reported or anticipated.